Event description:
Atrial high-rate episode on (B)(6) 2022. Suspected intermittent atrial under?sensing, programed sensitivity 1.0 mv 13 ventricular high-rate episodes, most recent on (B)(6) 2022, suspected atrial arrhythmia @ times during recorded episodes. Atrial events appear to be falling in blanking/refractory at times possibly triggering at /af device classified termination of at /af event in progress. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).